Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: event description: it was reported by the customer that multiple plates of different bd plates contaminated with aspergillus versicolor were found. Complaint history review: the complaint history was reviewed for a 12-month period, and similar complaints were identified for this catalog number; however, a trend was not identified. Batch history record (bhr) review: the batch history cannot be reviewed without a lot number. Sample analysis: retain samples could not be analyzed since a lot number was not provided. Return samples were not provided. Pictures were not shared. Evaluation summary and investigation conclusion: in the absence of a lot number and without customer samples further investigation cannot be performed. This product is filled under aseptic conditions. However, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. In the absence of a lot number, a picture sample, or return samples, this complaint cannot be confirmed for contamination. Bd will continue to monitor incoming complaints for similar defect types. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd columbia iii agar with 5% sheep blood, plate, 90 mm x 20, there was a false result due to contamination. There was no report of patient impact.